Event description:
Caller reported aviva system blood glucose results: 1:46 am: 87 mg/dl, 1:47 am: 185 mg/dl, 1:48 am: 101 mg/dl, 1:55 am: 150 mg/dl, 2:06 am: 143 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.